Event description:
Home pt (hp) reports leaving clamp on pt line tubing of homechoice set closed during prime. Baxter tech assisted hp in ending treatment early and restarting with new supplies. No pt injury or medical treatment required per rn.